Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed an infection. The patient's implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was discharged. Related manufacturer reference number: 2017865-2019-06700.